Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated the paint was peeling and handle ring was broken resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the handpiece holder locking ring nut was replaced and device was released for use. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and broken handle ring and it contributed to incident. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Regarding the handle ring broken, based on the photographic evidence the root cause of this fault is a result of collision with another device. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. We believe that if the manufacturer recommendation had been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023, getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated the paint was peeling and handle ring was broken resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.